Event description:
The user facility reported that the distal portion of the guiding sheath became separated during removal following a sfa angioplasty procedure. Reportedly, the "groin was very hard to access" and "it was very scared and tortuous." Even greater resistance was met during removal at the end of the procedure. Continued attempts to withdraw the device subsequently lead to stretching and partial separation of the plastic layers of the sheath exposing the coil wire. In addition, the reporter indicated that the force applied while pulling back on the sheath caused a tear in the artery. Follow-up communication with the physician confirmed that the pt was taken to the or where a femoral cut down procedure was performed, the scar tissue was excised, the sheath was successfully removed and a closure device was used to stop the bleeding. The pt was reported to be "doing well".

Manufacturer narrative:
The involved device was returned and evaluated. Visual examination confirmed that the sheath had initially stretched followed by separation of the distal portion of the sheath. The involved lot number is not knwon, so quality record review was not informative. The evaluation of reserve samples from random lots of the reported product code confirmed there were no abnormalities or defects. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description and return sample appearance are consistent with the sheath having been damaged as a result of continuing to attempt to withdraw the device against resistance. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.